Event description:
Volun (B)(6) 2012: patient is experiencing swelling, stiffness, pain and soreness. He has limited mobility and is presently disabled. He says the device is on the recall list. Pain started right after surgery and never went away.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.